Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose, reservoir leak and motor pic failed self test. Blood glucose was 300 mg/dl and treated with bolus with the insulin pump. Customer reported that an hour after that customer went to lunch before noon and blood glucose was then 400 mg/dl and customer treated it with the pump to bolus. Customer than ate something for lunch an hour and hour an half after blood glucose was 600 mg/dl and treated it with manual injection. Customer reported that then by the time they got home at 4 and blood glucose was 140 mg/dl. Customer reported that when he got home to change the set and reservoir, after removing the reservoir from the pump and disconnecting the tubing from the reservoir customer saw insulin squirt from the septum of the reservoir. Customer reported that he had motor pic failed selftest. The insulin pump and reservoir will not be returned for analysis.